Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 4 days post implant of this bioprosthetic valve, the patient developed complete heart block requiring the implant of a permanent pacemaker. Preoperative electrocardiogram (ECG) also revealed underlying sinus bradycardia with complete atrio-ventricular (av) block, left bundle branch block (lbbb) and right bundle branch block (rbbb) no other adverse patient effects were reported. Relevant medical history includes: mitral regurgitation, aortic regurgitation, tricuspid regurgitation, leaflet prolapse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.